Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the insulin pump had a power system error and an unexpected battery power loss. The customer¿s current blood glucose level was 299 mg/dl at the time of the incident and treated with a bolus from the insulin pump. The customer reported reoccurring error overnight and changing the batteries 3 time due to getting low in about an hour or two. The customer did troubleshoot the issue previously. The insulin pump will be returned for analysis.

Manufacturer narrative:
Findings: unit received with operating currents within spec. Unit passed selftest, rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The power management tool confirmed pump error alarms were triggered when backup battery loaded voltage was less that 3.5 volts for 4 consecutive hours due to resistance issue at the connector. Unit also alarmed power loss and low battery alarms due to resistance issue at the connector. After disconnecting and reconnecting the internal battery connector, pump was monitored and functioned properly. Unit received with minor scratched display window, case and keypad overlay.